Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted during the endovascular treatment of an aaa. A type ii endoleak or type iiib endoleak was noted on routine CT seven years later. The patient returned for another follow-up and a laparotomy showed two iiib endoleaks in the limb. Intervention was performed and the patient was given an artificial blood vessel replacement. The cause of the iiib endoleak is unknown per the physician. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a section of an endurant straight limb graft was returned with two transactional cuts to either end of the graft. The stent rings were numbered 1 to 5 for this analysis as the original location of the returned graft along the initial intact graft could not be determined. Proximal and distal ends were chosen at random for purpose of this analysis. Train wrecking was evident between sr1 and sr2, and between sr3 and sr4. Suture wear was evident on sr4 and sr5, and suture breaks were evident to sr5. A small hole less than 0.2mm sq. Was observed between sr1 and sr2. Three abrasion tears were observed at the site of trainwrecking between sr1 and sr2, measuring 0.22 mm sq., 0.37mm sq. And abrasion hole less than 0.2mm sq. No other issues were evident to the remainder of the graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.